Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.

Event description:
The third party distributor (B)(4) reported on behalf of dr. From the (B)(6) hospital, (B)(6) that a femoral nail s2 broke six months after the primary surgery. It was reported by the doctor that "consolidation was insufficient". It was further reported that the nail was removed and a new nail stryker (non-stryker product) was used.